Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. The distal part [tip] of a 10cm ht command 18 st guidewire was lost [separated]; however, could be snared. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to advance and difficult to remove are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. A guide wire damage may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing separation or other damage of the tip, coils, or polymer. Based on the reported information, it is possible the wire became damaged (separated) during insertion by the noted resistance in the anatomy and lesion during advancement. The damage during use then leading to the clearance between the guide wire and the catheter becoming reduced causing the devices to become stuck and the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 correction: adverse event removed b2 correction: outcomes attributed to ae - other serious removed h1 correction: type of reportable event updated from serious injury to malfunction h6 correction: health effect - clinical code 2687 removed h6 correction: health effect - impact code 4614 removed.

Event description:
Subsequent to the previously filed report, it was reported that during advancement of the 10cm ht command 18 st guide wire, resistance was met due to anatomy. During withdrawal of the guide wire, resistance was also met due to anatomy. The tip was noted to separate during the procedure. The guide wire and balloon were removed together as one unit with the separated distal portion of the guide wire. A new ht command guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.